Manufacturer narrative:
(B)(4). G2- turkey. It was reported that during the case the black sensor cable became loose causing a loss in connection and was later tightened. The cause of the loosening of the cable was not reported. Physical and technical evaluation was performed by a field service engineer (fse) and the fse found no malfunction. The serial number was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. The reported issue not being confirmed to be prior to first use suggests it is unlikely to be the result of manufacturing. As such, a manufacturing DHR review was not performed. The root cause cannot be determined as there was no information available to the circumstances leading to the loosened cable. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the case, the black cable which connects the torque sensor lost its connection during the tibial cut. When the robot was pulled back and looked at, it was seen that the connection of the black cable was disconnected. The connection point of the cable was tightened. After tightening the screw side of the cable, the fault disappeared. All cuts were finished when the malfunction occurred. There was no negative effect on the patient. There is no additional information available.